Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation - evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, unable to retrieve, continued need for anticoagulants'. A review of complaint history, device history record, manufacturing instructions, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported continued need for anticoagulants is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 08feb2018 as follows: pt allegedly received an implant on (B)(6) 2009 via the left common femoral vein due to a bilateral pulmonary embolism (pe). Pt alleges device unable to be retrieved, continued need for anticoagulants.